Event description:
Boston scientific received information that this lv lead was dislodged and exhibited high pacing thresholds. Additional information received indicated that the lead was suspected to have been pulled back on the x-ray which was validated upon interrogation. The lead was successfully repositioned. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The lead was repositioned and remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--